Manufacturer narrative:
Correction information provided in d.4. Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was not happy with result. The iol was exchanged for unspecified lens. Clinical reason for explant mentioned as refractive error. Additional information has been requested.